Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 46510, and the downstream occlusion (dso) sensor seal was damaged. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history showed no history of repairs. Event history showed little to no history due to error code. Confirmed complaint of "(B)(4)" through power-up test. Attempted error clear but it did not resolve issue. Replaced printed wire assembly (pwa) main board to resolve "(B)(4)". Unit then passed power up test with new software. Unable to confirm complaint of damaged downstream occlusion (dso) sensor. The dso was recalibrated and passed occlusion and pressure test. Unit received updated software and new calibration. Unit passed all functional testing after repair.